Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a urinary tract infection (uti). It was also noted that vegetation was found on the right ventricular (rv) lead which was thought to be the source of the infection. The patient received antibiotic treatment and the whole system was explanted. No further patient complications have been reported as a result of this event.